Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd, and other clinical observations coded to the CAPA.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the battery voltage was too low for the projected remaining capacity. Data analysis revealed a significant increase in power consumption, exceeding levels that could be explained by therapy or interaction with the programmer. The root cause remains unknown. Technical services reviewed the event and recommended device replacement. Subsequently, the patient underwent a revision in which this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the battery voltage was too low for the projected remaining capacity. Data analysis revealed a significant increase in power consumption, exceeding levels that could be explained by therapy or interaction with the programmer. The root cause remains unknown. Technical services reviewed the event and recommended device replacement. Subsequently, the patient underwent a revision in which this crt-p was explanted and replaced. No additional adverse patient effects were reported. This crt-p has been received for analysis.